Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that motor makes grinding noise and buttons were less responsive. The customer also report that scratches on screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the motor sounds labored and insulin pump had depleted battery life. The customer declined helpline assistance. The insulin pump will not be returned for analysis.